Event description:
Customer reported that the device would not deliver defibrillation therapy. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would charge up to the selected energy but fail to discharge. Physio service representative opened the device and observed that the w01 wire harness cable, from the system to the power pcb, was loose and half way disconnected. The connection was reseated and proper device operation observed through functional and performance testing. The device was returned to the customer for use.